Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant product: stockert generator. Manufacturer's ref.

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a smartablate¿ system rf generator (EU). During the procedure, the generator sparked and there was an burnt odor. The customer was then unable to use this generator. A stockert generator was used to complete the procedure. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This issue was assessed as a reportable malfunction.

Manufacturer narrative:
Originally the manufactured date was reported as april 16, 2013. However, a correction was provided on june 4, 2018 indicating that the manufactured date for g4c-0074 is january 17, 2012. Therefore, ¿device manufacture date¿ has been updated accordingly. Investigation summary: it was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a smartablate¿ system rf generator. During the procedure, the generator sparked and there was a burnt odor. The customer was then unable to use this generator. A stockert generator was used to complete the procedure. No patient consequences were reported. The rf module board was loose and the pc board rails damaged. The touchscreen was not responsive. The rf module board was fixed. The hardware was upgraded to rev 8 and software updated to rev 1.7. New user interface gen module was also replaced. The device was also subjected to a preventative maintenance, safety and functional testing and all tests passed. (B)(4).